Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on (B)(6) 2020 due to high blood glucose level with unknown blood glucose value. Customer was not able to brought down their blood glucose level and had high heart beat. It was reported that the customer had issue with insulin pump and sensor was not working. The customer was in intensive care unit. Customer had turned off sensor. The auto mode was not active at the time of incident. The insulin pump will not be returned for analysis.